Manufacturer narrative:
The device referenced in this report is an implantable device; therefore, no device was returned for evaluation. The most likely cause of the reported complaint was incorrect loading of the applicator. The instructions for use warns users: "check the operation of the applicator prior to use. Improper use of the applicator may result in a falope-ring band being inadvertently discharged into the peritoneal cavity or entrapping the fallopian tube within the applicator forceps tongs."

Event description:
Olympus was informed that during a laparoscopic bilateral tubal ligation procedure, the falope-ring failed to deploy and cut the patient's fallopian tube. There was minor bleeding observed. The intended procedure was completed with a similar device. The patient was discharged.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). The OEM performed a review of the device history record (DHR) and found no anomalies during the manufacturing of the subject device and lot number. No action is required.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The fallope ring is an implantable device; therefore, it was not returned for evaluation; however, the applicator was returned. The reported event could not be confirmed. The applicator was loaded with two test bands and each band deployed as designed. A visual inspection of the device was performed and found it in a used condition with no burrs or sharp edges on the distal tips of the tubes. Since no original packaging was returned the device lot number could not be verified. The device's features were measured and found to all be within specification. The most likely cause of the reported event can be attributed to the operator¿s technique.